Manufacturer narrative:
Device evaluation of integrated charger has been completed. The reported problem (display error 330 while charging) was unable to be duplicated. Upon investigation, the charger was able to successfully transmit data and charge a battery pack. The root cause for reported error code 330 could not be positively identified. There was no adverse event that resulted from the damaged charger.

Event description:
A us distributor reported that an integrated battery charger was unable to power on.